Manufacturer narrative:
A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: segment 1: the segment measured approximately 3.1cm in length. No suture holes were identified. A longitudinal tear along the blue orientation line for a distance of 1.8cm was noted. No kinks, indentations or abrasions were found. Segment 2: the segment measured approximately 31.9cm in length. No suture holes were identified. A longitudinal tear along the blue orientation line for a distance of 2.7cm was noted. No kinks, indentations or abrasions were found. Dimensional evaluation: segment 1 of the graft measured approximately 3.1cm long and segment 2 measured approximately 31.9cm long. The total length of the graft was approximately 35.0cm. This measurement was below specification. However, it is unknown whether the graft portions had been trimmed down further prior to use. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for torn material, as longitudinal tears were observed along both returned segments. It is unknown if procedural issues contributed to the reported event. Based on the available information, the definitive root cause is unknown. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an a-v graft construction in the forearm, the surgical graft began to tear while being sutured to the native vessel; therefore, the surgical graft was removed and the procedure was completed with a new surgical graft. There was no reported patient injury.